Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: safety would not release fully. When fired, the instrument cut, but did not lay staples. The staples did not form b shaped staples. They did not crimp, and therefore, the staple line did not hold. Cut but no anastomosis. The surgeon had to cut more bowel, and redo the anastomosis. Opened a new device, refired across new staple line.